Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for right ventricular failure and fluid overload. The bedside nurse reported that the patients controller alarmed with the red battery symbol while bathing the patient. The patient was placed on the monitor and no alarms were recorded. The patients batteries and clips were inspected and no issues were found. There was a significant kink in the white power cable but the insulation was not torn. There was an inch section that was noted to be very rigid and kinked on both ends. Log file analysis did not capture any abnormal alarms associated with the reported event on (B)(6) 2021. The voltage levels from batteries and the power module appeared to be normal. Only one instance of the alarms was noted and the controller not exchanged. The patient was discharged to home with a stable status.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files was unremarkable. The files appeared to capture the pump operating as intended at the set speed. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 04mar2020. No further information was provided. The manufacturer is closing the file on this event.